Event description:
It was reported that on (B)(6) 2021, a 21mm epic supra valve was successfully implanted in a patient. It was noted during a preoperative echocardiogram that valve annulus diameter was less than 21mm. The patient had remained hemodynamically stable throughout the implant procedure. There was no clinically significant delay in procedure reported. On (B)(6) 2022, due to being unable to walk by themselves and signs of worsening heart failure the patient was hospitalized. An echocardiogram was performed and it was determined that the patient had a high pressure gradient. The decision was made to explant the 21mm epic supra valve and replace it with a 19mm non-abbott device. There was no damage or tear of the 21mm epic supra valve noted during the explant procedure. The patient was recovering at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of high pressure gradient was reported. The investigation found that there was outflow thrombus on all three cusps, which immobilized them. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The immobilizing thrombus on the valve cusps could have contributed to the reported high gradient. There is no indication of a product quality issue with regards to manufacture, design, or labeling. H6 medical device problem code: code 2017 removed.